Event description:
Dexcom provides life-saving continuous glucose monitors (d6) for type 1 diabetics. They work ¿with¿ insulin pump manufacturer tandem to create an integrated system. Failures of the dexcom product are common. Dexcom states they will replace failed sensors and transmitters, however, my experience with dexcom is that they provide poor service, argue that failed sensors are the pump manufacturer¿s fault, have poor access and very long delays, and slow to admit responsibility or provide reasonable timely service for their products when they fail. The consequence of losing a continuous glucose monitor (cgm) is lack of blood sugar control. High blood sugars are well recognized as the proximal cause for diabetic complications (heart attacks, loss of vision, vascular issues and amputations, kidney failure, etc.) In the last four days, I have suffered two failed sensors and resulting high blood-glucose levels. As I write this I am on my second call to dexcom today. The first ended after the dexcom representative placed me on hold for 35 minutes... Then disconnected. I have called back and again the representative has placed me on hold (1hr 10 minutes so far). Perhaps the FDA could relay this to dexcom. I can¿t get their attention. Thank you. FDA safety report ID # (B)(4).